Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with unknown blood glucose for 3 days. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injection and intravenous drip. Customer stated that the drive support cap was normal. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.